Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an episode of noise reversion, suspected to be due to myopotential oversensing. Isometric testing and programming changes were recommended. Device remains implanted. No further information available.